Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant on both sides and experienced left side capsular contracture; baker grade unknown, and right side breast implant rupture postoperatively diagnosed after physical exam. As a result, the patient underwent bilateral explantation and replacement with catalog number 3507300mc; serial number (B)(4) on the left side, and with catalog number 3507300mc; serial number (B)(4). On the right side on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 21, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 300cc breast implant was found to be ruptured and received in three (3) parts, additionally an area of shell abrasion was observed in the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).